Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the customer experienced a "low" blood glucose (bg) level, exact value was not provided. Cause was unknown. Customer consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.